Event description:
Baxa corp was notified of a pending lawsuit regarding a pt death which is reported to have occurred in 2000. A review of the co's complaint management data for this time period shows no previous report to baxa. In the lawsuit the plaintiff has listed hosp, baxa corp and two other medical device manufacturers as the defendents. There is no specific baxa product or product use described in the legal claim. The autopsy report opinion regarding cause of death, states: "(pt name) died repidly, probably almost instantly, from the effects of a large amount of granular material that flowed into their circulation through their central venous line. The material appears to be of an organic composition rather than inorganic. It could be an insoluble precipitate formed in the fluid bag or tubing. It could be a solid hydrocarbon such as plastic, or a natural product such as rubber. The facility does not know how it got into the line".